Event description:
It was reported, the patient is no longer receiving stimulation and can not communicate with her ipg. The patient is working with her physician to determine the next course of action. Surgical intervention may be pending for a replacement ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.